Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four days post-operatively, the patient had incurred a tonsil bleed on the right side mid-fosa area. Bleeding was at least 250 cc and required no transfusion. The patient was sent back to the operating room for control of bleeding. The patient was on post-op medications started on day one.